Event description:
During the analysis of a returned uv flash transfer set, it was discovered that the set displayed a damaged patient adapter. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The transfer set was returned and a device analysis has been completed. Visual inspection (microscopic and naked eye) discovered damage to the patient adapter. Underwater leak, clear passage, and clamp functional tests were performed with no issues noted. The damaged patient adapter was discovered during sample analysis was verified. The cause of the damage was undetermined. Should additional relevant information become available, a supplemental report will be submitted.